Manufacturer narrative:
B5: the reporter indicated that a 12.6mm,vicmo12.6, -7.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020, the lens was exchanged for a toric lens due to refractive surprise. This exchange resolved the problem. The reporter stated " on the first day after operation, the visual acuity was 0.6 and the corneal edema was mild." No special treatment was needed for the edema. The edema disappeared the next day, and there was no significant change between corneal endothelium and preoperative examination. Claim#: (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned in liquid, in microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Functional inspection was performed and found the lens did not meet original values measured at the time of manufacturing. H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -7.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 th lens was exchanged for a toric lens due to refractive surprise. This exchange resolved the problem. The reporter stated " on the first day after operation, the visual acuity was 0.6 and the corneal edema was mild."